Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a branch off of a fistula using pod coils, a non-penumbra microcatheter, a non-penumbra catheter, and a non-penumbra sheath. During the procedure, the physician was unable to get the pod8 to anchor properly in the target vessel. The pod8 was retracted and re-advanced but the same issue occurred. Next, the physician attempted to use a pod6 but this coil became stuck in the middle of the microcatheter. Therefore, the pod6 was removed and the microcatheter was flushed. The physician made another attempt with the same pod6 without success. Therefore, the pod6 was not used in the procedure. The procedure was completed using another pod6, the same microcatheter, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.